Manufacturer narrative:
A review of the device's manufacturing records was completed, including batch history and device history; there were no deviations or nonconformities associated with the reported event. The device was not returned for evaluation, which limited the ability to conduct any physical, functional, and/or root cause analysis. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.

Event description:
The patient presented for a system revision procedure involving replacement of the existing device and leads due to a reduced therapeutic effectiveness and diminishing device charge retention. During the procedure, after the surgeon opened the pocket, abnormal tissue findings were observed. The tissue surrounding the device and the excess coiled portions of the previously implanted leads demonstrated notable discoloration. The surgeon described the tissue as exhibiting a blue tint consistent with the coloring present on the leads, as well as areas appearing black or burnt. The discoloration was confined to the pocket and did not extend to tissue along the lead pathway, anchors, or spinal region. During postoperative discussion with the surgeon, it was reported that the patient had a prior history of testicular cancer and had undergone multiple MRI scans in the past. The physician confirmed that the discoloration appeared to outline the shape and position of the coiled leads within the pocket and stated that no diagnostic procedures involving dyes or agents were performed prior to the revision. The physician reported that only the tissue in the pocket was affected and no abnormal discoloration was present around the spinal pathway. The pathology findings indicated that the collected tissue was characterized as ¿burnt tissue.¿ no additional interpretive details were provided in the report. The tissue was cleared and had the device replaced. There have been no reports of further complications regarding this event.